Event description:
(B)(4). Chronic pelvic pain and cramps. Severe bleeding during periods. Constant daily loss of hair. Unknown causes to lots of bruising. Constant joint pain. Unknown itching that feels like its too the bone. Constant dry flaky skin on ankles and feet. Sixty lb weight gain. Lack of libido. Stabbing pain in abdomen. My insurance paid.